Event description:
It was reported that the patient underwent a revision procedure due to fluid loss resulting from a puncture in the cylinder, and the device was not functioning properly with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss resulting from a puncture in the cylinder, and the device was not functioning properly with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of hole and fluid loss was confirmed. Based on a review of all available information, the cause of the reported event was determined by sharp instrument damage. Based on this investigation, the investigation conclusion code of unintended user error caused or contributed to event was chosen as product investigation concluded the reported events were due to unintended sharp instrument damage on the cylinder. The product analysis results and event report provided no objective evidence that would warrant further escalation.